Manufacturer narrative:
The field service engineer could not determine a cause. It was suspected that the performance of the rotor belt was inconsistent as drift was found when performing a check of the rotor. The rotor belt and spring were replaced and the rotor was adjusted. Precision studies were performed using the complained sample and control material. Precision passed. The customer ran calibration and controls; these passed. For the last calibration completed on 20-jul-2019, the calibration signals did not indicate an issue. Quality controls were acceptable on the day of the event. Upon review of the alarm trace, a clot error was observed on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ca2 calcium gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The reporter also encountered an error on the analyzer indicating that a clot was detected. The sample initially resulted with a ca2 value of 11.3 mg/dl. The sample was repeated on a second integra 400 plus analyzer, resulting with a value of 9.3 mg/dl. The repeat value was believed to be correct. The calcium reagent lot number was 40330101, with an expiration date of 30-jun-2020.